Manufacturer narrative:
Device evaluation: (B)(6) 2011: the device balloon was visually inspected under 10x magnification and it is noted that there is a small amount of blood in the balloon. Water was introduced into the balloon and the balloon inflated with no defects however aspiration was somewhat difficult because the blood in the balloon was trying to back out of the balloon during aspiration. A .014 guidewire was used and it was inserted into all of the lumens to try to dislodge any dried blood and fluid. Once again water was introduced into the balloon and the same results occurred however the aspiration was easier once the guidewire had loosened some of the blood and fluids. The distal tip of the device was placed in a beaker of water and aspiration was tried again. No water could be pulled backwards into the balloon. There appears to be no indicating factors as to why the blood is in the balloon. The distal end of the device was clamped off to see if there was interlumen leakage however no interlumen leakage was detected. Visually the device has no other defects. These devices are visually and functionally tested 100% prior to packaging. There were no indications during evaluation to determine how the blood got into the balloon. A review of the device batch record was performed for raw materials, in-process, finished goods and sterilization for lot number 774336b and there were no non-conformances opened in relation to the nature of the complaint. The devices met all raw materials, in-process, finished goods and sterilization specifications upon release of the product. Customer report of blood in balloon was confirmed however root cause could not be determined. No manufacturing defect confirmed. Therefore no corrective action will be pursued at this time however trends will continue to be monitored.

Event description:
It was reported that when the physician pulled back on the syringe, the syringe drew in air and the catheter had blood in it. The balloon stayed filled with saline but the syringe had air in it. The catheter was replaced with no complications to the patient. Tried to defate the balloon outside of the patient and the balloon filled with blood.